Event description:
Celsius ds electrophysiology catheter was attached to a rf generator, and a "temp limiter" error displayed. All cables were changed, but error was still displayed. Rf generator changed and problem was solved.